Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, it was noted that the right atrial (ra) lead was dislodged. The ra lead was repositioned with no resolution as the lead became dislodged again. The device was reprogrammed to deactivate the lead and another ra lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. No intervention was performed. The patient was stable and will continue to be monitored.